Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
The patient contacted dexcom technical support on (B)(6) 2013 and reported that on the date of report, the sensor was removed on the date of insertion. The patient reports that a small bump with redness remained on the skin and that the sensor may have fallen on the ground. No medical intervention was required. The patient reported she was in fine condition at the time of the report..